Event description:
It was reported that a home patient (hp) experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with vancomycin (2gm, weekly, intraperitoneally (ip)) for peritonitis. The patient was hospitalized for switching to hemodialysis due to ongoing peritonitis and subsequently passed away. The cause of death was reported to be cardiac arrest. An autopsy was not done. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2012, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, an analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.